Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength = 275 g/m. Note: events reported in 2210968-2021-05117, 2210968-2021-05119, 2210968-2021-05120, 2210968-2021-05121, 2210968-2021-05122 and 2210968-2021-05123.

Event description:
It was reported that a patient underwent a orthopedic procedure on an unknown date and suture was used. During the procedure, 7 sutures out of 8 were broken in the middle during use. Lot number: qlmeqc, mjk136. Unknown if these are the correct lot number. No adverse patient consequences were reported. Additional information was requested.